Manufacturer narrative:
The subject was returned to omsc for evaluation. Omsc evaluated the endoscopic image after one hour aging, during angulation of the bending section and during twisting of the universal code of the subject device however; the reported endoscopic image loss was not duplicated in the evaluation. The usage log of the subject device indicated that the subject device was used approximately 1,000 times at the facility. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during unspecified laparoscopic surgery. It was reported that the endoscopic image did not recovered even if the facility turned off and on the video system center (model name and serial number were unknown) connected to the subject device. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.